Manufacturer narrative:
A1,2,3,4;b6,7;d10: information unavailable: d5,6;h4: information unavailable, device not returned for analysis.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the stone retrieval shaft detached from the instrument and fell into the pt's abdomen. It was retrieved without difficulty, but did require some time to remove. Photograph of the broken instrument inside the pt was returned to co. There was no consequence to the pt.